Manufacturer narrative:
Concomitant products: 693565 lead implanted (B)(6) 2012; 5568-45 lead implanted (B)(6) 2000; 97715 ipg implanted (B)(6) 2020; 3777-60 lead (x2) implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to infection, specifically vegetation. A new system was implanted the following week. No further patient complications have been reported as a result of this event.